Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a ruptured cylinder, causing fluid loss. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a ruptured cylinder, causing fluid loss. Upon removal, it appeared that at the original implantation time the implant was nicked by a needle as there was significant amounts of tissue that had grown into the one cylinder. The device was removed and replaced. There were no patient complications.